Event description:
A cartridge alarm 20 issue was reported with the customer's pump. There was no adverse impact to the customer's blood glucose level. Tandem technical support decided to replace the pump, as it was still under warranty. The customer was instructed to return the malfunctioning pump using a pre-paid label and was informed about the procedures for setting up and using the replacement pump, including programming settings and connecting the cgm. The customer acknowledged and understood the instructions.